Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed result of in-progress, and final qc testing were within specification.

Event description:
A peritoneal dialysis patient called technical services and stated when he removed the cassette from the liberty cycler he noticed it was wet inside of the cycler and fluid had leaked out underneath the cycler. The set was discarded. Technical services had advised the patient to discontinue use of the cycler as it would be replaced. Patient would continue treatment using manual supplies. Additional information was requested but not received at the time of this report. No adverse event reported.